Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5, with a gap in the center, enlarged atrium, and a tethered septal leaflet. A triclip xtw was deployed on tricuspid valve. A second triclip xtw was inserted without issues. However, difficulties visualizing the clip occurred and after several insufficient grasping attempts, the clip became caught on the septal leaflet. Troubleshooting was performed, but the clip could not be freed from the leaflet. Therefore, the clip was implanted where it was stuck, on one leaflet (septal leaflet) and the papillary muscle, reducing tr to a grade of 4. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device appears to be due to user technique of grasping in conjunction of poor image resolution. The poor image resolution was due to a large and dilated atrium. The reported foreign body in patient was due to the entrapment of device (clip caught on septal leaflet) as the clip was unable to be removed and deployed on one leaflet (septal leaflet) and the papillary. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a